Event description:
As reported by the user facility: product "severed at bifurcation". Tubing portion of huber separated from product. Homecare patient receiving continuous infusion of dilaudid via pca pump. Implantable port was accessed on (B)(6) 2012, with product and secured with sorbaview shield (by centurion). In the evening of (B)(6) 2012, patient had taken a bath, returning to bed, caregiver noted blood, "pouring out" of site onto patient. Ambulance was called, noted tubing separated from rest of huber, huber was clamped below needlefree y site, and patient sent to emergency room where huber needle was de-accessed. Patient was returned to home setting, no need for treatment. Additional information received from user facility: reporter stated there was no substantial amount of blood loss, no further intervention was needed, and there was no patient injury as a result of the incident. Per reporter, "(B)(6), nurse from the hospital suspected it to be a patient induced related incident."

Manufacturer narrative:
A DHR review was conducted and no abnormalities in the manufacture of the product were noted. A historic review of the complaints database was conducted and there are no other reports against this catalog or lot number, nor against the evaluated tubing lot. One (1) used section of a huber wing extension set was returned for evaluation. The tubing had been ripped/torn just below the smallbone y-connector and not at the bonded joint. The tubing was examined and it was determined that the torn tubing was the result of some unknown excess mechanical force, and was not attributed to the extrusion of the tubing or the manufacturing of the finished good product.